Event description:
The patient heard a beeping and contacted the physician. The pump exhibited motor stall for more than 10 hours. Reprogramming did not change anything. The patient received oral medications over the weekend and the pump was replaced on monday. There was no patient symptoms or injuries related to the event. It was indicated that following the replacement the patient has had a good therapy effect (as before). The pump delivered morphine and prialt.

Manufacturer narrative:
Analysis of the pump found pump motor, gear train anomaly and corrosion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.